Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc, act and up buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were hard to press on insulin. Customer¿s blood glucose was unknown. Customer stated that the time clock still moving when observed for one minute. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.